Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 25 mg/dl to 50 mg/dl. The customer treated with orange juice. The customer current blood glucose is unknown. During troubleshoot the customer advised the insulin pump was worn during an MRI body scan. The customer states she is a flight attendant and goes through the body scanner regularly. The insulin pump will not be returned for analysis.